Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips on bd" 10 ml syringes with interlink¿ vial access broke in vials. Two nurses received scratches from the broken tips. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one stapled closed 10ml packaged syringe was received by bd canaan and confirmed to be from batch #7163869 (p/n 303405). The sample was visually evaluated. The syringe was found to have the vial access cannula tip broken off at the narrow section of the hub. A device history record (DHR) review for batch 7163869 (p/n 303405) was performed, manufacturing date: 07/09/2017, batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7163869 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Although the defect of tip breakage was observed, since no physical evidence was found to support manufacturing process related issues, a root cause could not be determined. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.